Event description:
The customer alleged that there was no audible alarm, which was found during testing. The mallinckrodt customer support engineer (cse) inspected the device and found the alarm to be intermittent and replaced the audio alarm. The unit passed extended self testing and was placed back in service.